Manufacturer narrative:
The device was returned and visual inspection revealed housing intact, scratched screen. The reported event was duplicated. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Investigation found that the device lost power when trying to run. The device was started with a cassette attached and restarted which is an issue with the circuit board. Replace circuit board. No issues were found with the keypad, but will be replaced as a preventive measure.

Event description:
It was reported that (B)(6) pump loses power while running. The keypad was unresponsive. The event occurring during bench test. No patient involvement.